Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that while using the lingo glucose system, they encountered difficulty in removing the sensor and there were no proper instructions for use on how to remove the lingo glucose sensor. Before trying to remove the sensor, they visited the manufacturer's website and found an article outlining the removal process. However, when they attempted to remove the device, they stated "struggled to secure the edge of the double-sided adhesive tape with their fingers because there was insufficient tape exposed for a firm grip. The customer also expressed anxiety about whether the skin-piercing sensor tip could be removed completely and safely." Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. The customer did not receive any medical treatment. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that while using the lingo glucose system, they encountered difficulty in removing the sensor and there were no proper instructions for use on how to remove the lingo glucose sensor. Before trying to remove the sensor, they visited the manufacturer's website and found an article outlining the removal process. However, when they attempted to remove the device, they stated "struggled to secure the edge of the double-sided adhesive tape with their fingers because there was insufficient tape exposed for a firm grip. The customer also expressed anxiety about whether the skin-piercing sensor tip could be removed completely and safely." Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. The customer did not receive any medical treatment. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.